Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient had erosion. The device actually ruptured the skin. The area of concern related to the event was pump pocket. Patient reported his pain pump worked its way out of the skin. Patient reported the problem occurred gradually, the managing healthcare professional kept looking at it and said to just put a bandaid on it and kept getting worse and then all the sudden patient was sitting at the hcp's office and noticed blood on his shirt because the pump came out of the skin. Patient also reported he had been in pain because the pump was removed and patient was still waiting to have a new one implanted. Patient first noticed the problem with the pump was starting about 2 or 3 months before surgery to remove the pump. Patient reported the pump actually came through the skin on (B)(6) 2017 which was the same day he ended up having it removed. Patient was in pain without pump therapy for the last 6 months. Pump was explanted. Patient was waiting to get a new pump implanted however his hcp told him that a pump was not available presently. It was unclear as to the reason why. No further complications were reported.